Event description:
Information was received indicating that a patient with a smiths medical portex® bivona® tts¿ tracheostomy tube was observed to be agitated and a leak was noted around the trach tube. Water was added to the cuff but leak continued. Subsequently, a trach tube change out was performed. After removal the balloon to the trach was noted to not inflate. There were no reported adverse patient effects.